Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller, serial number (B)(6), was returned for evaluation following the reported event of driveline communication fault alarms; however, it was determined that the system controller was unrelated to the cause of the reported event. On 26sep2024 at 10:46:01, the submitted log files associated with heartmate 3 system controller, serial number (B)(6), captured driveline communication fault alarms due to comm b faults. The driveline communication fault alarms are addressed further under the modular cable investigation (manufacturer report number 2916596-2024-06614). The driveline communication fault alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event dates in the log file. Additional log files associated with the new heartmate 3 system controller, serial number (B)(6), showed the system operating as intended. The heartmate 3 system controller, serial number (B)(6), returned with cosmetic damage to the corner of the display portion of the user interface membrane and to the front corner of the housing. The returned system controller passed preliminary and functional testing with a known working test modular cable without any issues or alarms produced. The provided information indicated the driveline communication fault alarms resolved after the modular cable and system controller were exchanged. The root cause of the reported event was traced to wire fatigue in the returned modular cable. The device history records were reviewed, and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 instructions for use (rev. A) was available for use at the time of the event. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and troubleshoot all alarms, including driveline communication fault alarms. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, instructs the user to not drop the system controller or subject it to extreme shock. This section also advises the user to inform hospital personnel immediately if the system controller is dropped. The heartmate 3 instruction for use, section 8, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the controller. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient called with reports of driveline fault alarm. It was noted that this alarm occurred while switching from mpu to battery. The patient was at the time in emergency department for further evaluation. Device interrogation showed driveline communication fault at 10:48 am with multiple low voltage alarms. Log files confirmed driveline communication fault/ communication b fault beginning on (B)(6) 2024 at ~10:45 am. The ebb use count was at 35 since the reset on (B)(6) 2024 which is a high rate of occurrence. System controller and modular cable were successfully exchanged on (B)(6) 2024 morning. Of note, the integrity of the proximal portion of the driveline was noted to be intact on x-ray. As advised, 25+ power cable disconnects were conducted. Parameters remained stable post exchange. Log files post exchange did not display any further driveline communication fault alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.